Manufacturer narrative:
Additional information was received that the product will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a spike in shock impedance measurements. An invasive procedure was performed to reopen the pocket for testing. The lead exhibited high out of range shock impedance measurements greater than 125 ohms when the proximal coil was plugged into the negative shocking connector. A lead fracture was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.